Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation from two drg leads which were implanted at t10. Surgical intervention was undertaken in (B)(6) 2013 (exact date not provided) and two additional drg leads were implanted at t12. The two leads implanted at t10 were left in situ. Additional device information was requested, but was not provided to the manufacturer.

Manufacturer narrative:
Corrected data: the manufacturer aware date is 06/20/2016.